Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the bending section having irregular stress while the user was handling the device. The event can be prevented by following the instructions for use (IFU) which state: "IFU bf-190 series operation manual important information ¿ please read before use_ warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii bronchovideoscope failed a leak test. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the bending section braid strand was broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending section cover was leaking due to a pin hole. No other leaks were found after the hole was sealed. Also, evaluation found minor dents on the distal end of the insertion tube, scratches on the lenses and minor scratches on the light guide tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.